Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of event is an approximation. The patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted (no information about the insertion site). On (B)(6) 2024, the patient experienced inaccurate values which lead him to be admitted to the intensive care unit (ICU). There was no additional information provided about the event or the medical intervention. At some point the bg reading was 164 mg/dl, but although the cgm was reported inaccurate there were no bg nor cgm values reported during the event that led to the admission to the ICU. On 10/05/2024 per follow up attempts by technical support, the patient declined to provide details regarding the event as the patient was agitated and refused to cooperate as he only wanted a sensor replacement. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). 3004753838-2024-276207 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, event details were clarified. It was clarified that the patient stated that they experienced inaccurate values that "could have" led him to be admitted to the ICU. There was no report of being admitted to the ICU. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event. No additional patient or event information is available.